Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit was used during an insertion of transvaginal tape procedure performed on (B)(6), 2013. According to the complainant, the patient experienced mesh erosion and dyspareunia post surgery. In (B)(6) 2014, the eroded part of the mesh was removed and patient was symptom free. Last (B)(6) 2014, another minimal vaginal erosion occurred. She decided not to undergo another intervention since she is not experiencing any problems.